Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, auto mode switch (ams), noise and loss of capture were observed on the atrial lead. Isometric testing could not reproduce the noise when the patient presented in clinic. The patient was stable and being monitored.